Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm during self test and confirmed in the device history due cold solder joint on keypad assembly. Unable to verify prime/fill anomaly due to a 63 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that they were unable to complete fill cannula into the air. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.